Event description:
The nurse reported to our sales rep that the reported drill was broken off. No information from the sales rep about any delay.

Manufacturer narrative:
Evaluation summary: the event, drill was broken off, could not be confirmed. The cutting edges are significantly deformed and between the edges cracks are visible, but no piece of the drill is broken off. Deviations in the manufacturing documents were not found. Material properties are within specified tolerances. Per the IFU the devices should be checked for damage and for function. Otherwise, the reported problem would have been realized at that time and another device would have been used. The device returned is a left-hand cutting drill which is only functional if it is operated in counter-clockwise direction. Appearance and extent of damage at the tips of the cutting edges indicate, that the drill had been operated in clockwise direction under application of considerable force. In addition, appearance of the bent outwards material indicates, that the tip of the drill had been pressed against a metal part of a wider diameter than the drill tip itself, which had led to the cracks between the cutting edges. The affected device is not intended to remove a torn off screw head, it is designed to overdrill the remaining part of the screw. Further, operating a left-hand cutting drill against the cutting direction is not intended. Evaluation revealed evidence that the root cause of the reported event is not linked to a deficiency of the device, but is rather related to misuse.